Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the device from the core wire and the closure device was successfully implanted in the laa of the patient. While performing a final sweep of the la, it was discovered that there was a thrombus on the face of the closure device. The physician gave the patient additional heparin and continued to keep them under observation. There were no other complications or consequences as a result of this event and the patient is expected to make a full recovery.